Manufacturer narrative:
The reported complaint of a quattro catheter (lot #163925) leak was confirmed during the functional testing. A pinhole leak was observed at proximal end of the medial 2 balloon during the functional pressure leak test. The probable root cause of the pinhole leak was due to a latent material defect. Visual examination of the returned catheter was performed, and no physical damage was observed. Noticed dried blood residue inside the catheter's balloons and luer tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at proximal end of the medial 2 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for quattro catheter with lot number 163925.

Event description:
During rewarming phase of ivtm therapy, it was noticed that the thermogard ivtm system generated an "air trap" alarm and customer noticed blood in the start-up-kit tubing and the 500ml saline bag had emptied. The quattro catheter (lot #163925) suspected to be leaking. Patient temperature was at 98.1c degrees and decreased to 97.4c degrees when the blood was noted in the start-up-kit. The quattro catheter was inserted smooth into the patient's left femoral vein. Per reporter, no issue when removing the catheter, and no fluid came out the balloon. Catheter dwell time was 3 days. The customer was able to clear the "air trap" message and the thermogard functioning properly. Warming blankets was used to continue with treatment, since patient had completed most of the rewarming treatment. Patient's status information was requested but the customer did not provide a response.